Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pumps black box history showed that the pump was manually suspended three times on (B)(6) 2014. The keypad was intact; no damage was observed. All keypad buttons responded appropriately to button presses. No ¿auto-suspend¿ occurred during investigation. The pump was ¿suspended¿ and ¿resumed¿ and the pump gave the correct audible and visual ¿suspend¿ notification. Unrelated to the complaint, evaluation revealed that the display was dim. The suspend issue was not able to be duplicated during investigation.